Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 2 catheters from the same lot were unable to deflate during pretest. The catheters were inflated with 10ml of water.